Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient stated the dexcom was displaying different numbers than the tslim integrated pump. The patient indicated that this resulted in a car accident. No additional patient or event information is available.